Event description:
Per the clinic, the patient experienced an infection, a skin breakdown and skin necrosis at the implant site, partially exposing the implant body. Subsequently, the patient was treated with oral antibiotics on (B)(6) 2024 for a duration of 1 week. However, the issue could not be resolved. The patient was hospitalized (duration not reported) and the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.